Event description:
7/19/95: r.n. Attempted to remove foley catheter by deflating balloon. Balloon would not deflate. Urologist saw pt on consult: unsuccessful attempt by urologist to remove foley om 7/19/95. Balloon would not deflate. 7/20/95: urologist attempted cystoscopy done and catheter removed through bladder incision with balloon still inflated with fluid.